Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the nurses had been attempting to pull the prn dose but encountered an issue. A technical support specialist (tss) had reviewed the sample order and verified that the repeat pattern code existed in the external order frequency codes setting and was mapped correctly to qhs and confirmed that the order had crossed over and that the order was sent as prn qhs with a due time of 21:00, so the order should have been available for the nurse to pull. The tss also noticed that the station had remove before order start/end configured for the station, which affected how the order was displayed. The tss advised the user to map the order to a different frequency code that aligned with the desired time window or extend the remove after order expired time to 360 minutes (6 hours) or more so the dose would remain available longer, which would make a difference. Customer replied to tss patient had been discharged, so this specific case was no longer an issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had prevented access to a prn dose and failed to release the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.